Event description:
It was reported that during an unspecified procedure, the stent was buckled at the distal tip. The lesion was located in the iliac artery. The procedure was completed with another of the same device. No patient injuries or complications were reported. Patient status is listed as "ok." Additional information regarding this event has been requested.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch will be filed.